Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a left common iliac artery aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. Iliac branch component and internal iliac component were successfully implanted in the left iliac arteries. A trunk-ipsilateral leg component was advanced from the right side and deployed. When a contralateral leg component (plc271200j/17812202) was implanted as a bridging device in the left side, it completely covered the left internal iliac artery. An attempt was made to push up the contralateral leg component using an introducer sheath. The contralateral leg component could be deployed in a location where the left internal iliac artery was partially covered, but further attempt for repositioning of the endoprosthesis was not successful. The procedure was concluded with a wait-and-watch approach taken to the partial coverage of the left internal iliac artery.